Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was confirmed. The reported failure to deploy was not confirmed as the device performed as expected. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to deploy as the device deployed without issue during return device analysis. The reported material deformation appears to be related to operational context of the procedure as it is likely the device interacted with the anatomy and/or device accessories during advancement to the lesion causing the reported material deformation. It should be noted, there was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure, the stent of a 3.00 x38 mm xience alpine sent delivery system was unable to be deployed due to a faulty strut. There were no reported adverse patient effects. No additional information was provided.